Manufacturer narrative:
A field service engineer (fse) performed an artificial media test (am test), and it failed for dilution 1:20 precision. Due to this issue, the sample probe was replaced, and the test was repeated. The second am test passed completely. The alarm trace that was provided was not from the range of time of the event. However, there were several occurrences of sample quality-related alarms, such as insufficient sample or pipette clog, which is consistent with pre-analytical issues. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(4). Qc and calibration data were not provided. The alarm trace shows several occurrences of insufficient sample or pipette clog, which is consistent with a pre-analytical issue. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys ca 125 ii result from the cobas e 411 analyzer (disk system). The initial result on (B)(6) 2025 was <0.6 u/ml, and the repeat result was 20.31 u/ml.